Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she couldn¿t adjust her stimulation and it was keeping her up all night. The indications for use were non-malignant pain and peripheral neuropathy. Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and peripheral neuropathy. It was reported that the patient started experiencing being unable to adjust stimulation on (B)(6) 2016. The patient started struggling after surgery. The patient stated that they were hospitalized and crippled. The problems got worse with being unable to adjust stimulation last august. The patient underwent constant reprogramming and the numbers would vanish from neuro stimulator. The patient stated that the situation hasn¿t really been resolved. The patient stated that this was disappointing and expensive ((B)(6) in nursing fees for an "out-patient" surgery with their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.